Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that all three icons (charge pak, attention and service wrench) were present on the readiness display and that the unit would not power on when prompted.  Physio further observed that one of the internal hybrid layer capacitor (hlc) batteries, designator bt1, was at zero (0) volts.  Using a test power supply, physio attempted to power the device on and observed that it would not complete a boot-up cycle and drew 156.1 ma of current, which likely drained bt1. After extensive troubleshooting, physio determined that the cause of the reported issue was the digital pcb assembly; however, further component level cause could not be determined. The customer was provided with a replacement device. UDI = (B)(4).

Event description:
A distributor contacted physio-control to report that their customer's device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Device manufacture date, of the initial medwatch indicates: 02/12/2016. Device manufacture date, of the initial medwatch should indicate: 02/09/2016.